Manufacturer narrative:
This report is being submitted for additional information received regarding reporter occupation. Please see updates to e2, e3 and g2. The investigation is ongoing. A supplemental report will be submitted upon completion of investigation or if any additional information is provided by user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 8 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was presumed to have been due to a leakage at the angulation control knob that disallowed the user facility to complete reprocessing of the device. A further cause of the leakage could not be presumed. The instructions for use (IFU) states to contact olympus incase leakage is detected. Therefore, abandoning reprocessing at leakage is not deviation from the IFU. "·reprocessing manual_ leakage testing of the endoscope_ perform the leakage test caution: if you identify a leak during leakage testing, remove the endoscope from the water with the leakage tester still attached. Contact olympus regarding instructions for reprocessing a leaking endoscope in preparation for returning the endoscope to olympus for repair." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The returned device was evaluated. Initial leakage and electrical safety tests were performed reporting and leakage was noted between up/down and right/left knobs. Additionally it was noted that the light guide lens was cracked. The adhesive of the light guide lens and bending section cover had foreign material in it. The connecting tube and universal cord was buckled. Mount case was damaged. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental will be submitted on completion of investigation or if any additional information is available.

Event description:
The customer reported to olympus that the wheel where the unit was set rigidly had air coming out and the endo thermo disinfector (etd) indicated leakage. The colonovideoscope was returned and an evaluation at the repair center revealed clogging of the nozzle with foreign material. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation. There was no patient involvement.